Event description:
It was reported that stent damage occurred. The target lesion was located in the left iliac artery. An 8.0x60x135 cm express ld iliac / biliary stent balloon expandable was selected for treatment. During introduction, it was noted that the device was bent. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination confirmed a stent damage on the 4th and 5th strut on the distal section, and a damage on the first strut on the proximal end. There were no issues found on the balloon material, tip, or shaft of the device. This concludes the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left iliac artery. An 8.0x60x135 cm express ld iliac / biliary stent balloon expandable was selected for treatment. During introduction, it was noted that the device was bent. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.